Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and noted that the clear cap to the female connector was loose inside an unopened pouch. The reported issue was verified. The cause of the event was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protection cap on the female connector of a transfer set was loosened. This was noticed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.